Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the non-invasive patient tracker (nipt) was not being recognized by the application. An instrument tracker was plugged in and that worked as designed. The site then swapped the nipt and that one was recognized and the case was continued. This caused less than an hour delay, and no reported impact to patient.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) additional information added to d4. The 9734887xom patient tracker was returned to the manufacturer for evaluation. As reported, the returned tracker would not track when connected to a known good system, it displayed a red status only. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.